Manufacturer narrative:
We have not received the graft for evaluation since the section of the graft containing the hole was sutured and implanted by the surgeon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. During the manufacturing process, the exact graft was inspected by a quality control inspector on may 24, 2016, for holes, broken threads, and any loose fibers in the graft. No defect was noted during the inspection process. Further, we have not received any other complaints of a similar nature from this lot. At this time, we remain inconclusive about the root cause of the issue.(B)(4)

Event description:
During an infrarenal aortic replacement, after completing proximal anastomosis, the surgeon observed a defect in the y section of the graft. He observed a hole in between the two bifurcates. It was about 1 mm with a visible mesh defect. The hole was closed with a suture. No other defects were present in the graft. There was no harm to the user or the patient because of this malfunction.